Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 150mg/dl at the time of the incident. Troubleshooting was performed and the display was return. The insulin pump will be returned for analysis.